Event description:
It was reported that during a laparoscopic anterior resection the surgeon claimed that the reload was loaded properly, and the closing lever was closed properly but the stapler could not be fired. The reload later showed that only 10% of the proximal end was fired. The stapler was then subsequently locked. After reloading a new cartridge, the same problem occurred. The case was completed with a new stapler. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Closing trigger top. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to catch on the now broken or bent closure trigger top component. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).